Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the patient¿s submitted log files confirmed low speed operation; however, a direct cause for the reported event could not be conclusively determined through this evaluation as no product was returned for evaluation. Additionally, evaluation of the submitted log files confirmed low speed hazard alarms, elevations in pump power, and decreased pi over a short, sustained duration which could be potentially consistent with an ingested thrombus passing through the pump; however, the cause of this event could not be conclusively determined through this evaluation. Furthermore, a direct relationship between the device and the reported pleural effusion could not be conclusively determined through this evaluation. The first submitted log file contained data from 20oct2019 to 20nov2019. The pump was set to a fixed speed of 9400 rpm and the low speed limit was set to 8600 rpm. The log file captured the pump operating above the low speed limit until (B)(6) 2019 at 5:17:49 am when the log file recorded low speed operation of 6770 rpm. The pump regained speed on its own following this event until further low speed operation of 3990 rpm was recorded at 8:29:36 am. The pump regained speed following this event and remained above the low speed limit for the remaining duration of the submitted log file. These events resolved before any alarms could be triggered. Also of note, the patient was operating on their power module for both low speed events. Although a direct cause for the abnormal pump operation seen within the log files could not be conclusively determined through this evaluation, based on previous complaint experience, the type of behavior captured within the log file could be indicative of a potential driveline issue. The second submitted log file from the primary controller contained data from 23oct2019 to 21nov2019. The log file contained unique data from 20nov2019 at 3:25:56 pm to 21nov2019 at 12:10:18 am. On (B)(6) 2019 at 9:58:43 pm the log file began to capture low speed operation, which remained sustained through 10:01:14 pm. The log file captured the pump power increasing during the low speed operation until leveling out around 12.5 w for the entirety of the low speed operation. The calculated flow decreased from the baseline range of around 5 lpm down to as low as 0 lpm. There was also a decrease in pi from the baseline range of around 5 to around 2 during the entirety of the low speed operation. Shortly after 10:01:14 pm the speed recovered, the pump power, flow, and pi all returned to their baseline values, and the pump resumed normal operation until a controller exchange was performed on (B)(6) 2019 at 12:09:46 am. Although a direct cause for the events captured in the log file could not be conclusively determined through this evaluation, based on previous complaint experience, the type of behavior captured within the log file could be potentially consistent with an ingested thrombus passing through the pump. The patient underwent a controller exchange and another log file captured the system operating as intended. The hmii IFU and patient handbook provide information on caring for the driveline and identifying potential driveline issues; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The hmii patient handbook also contains information regarding all system alarms and the actions associated to resolve the alarms. Device thrombosis is listed as an adverse event that may be associated with the use of heartmate ii lvas. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. This section also discusses anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for pleural effusion and thoracentesis was performed. Low speed advisories noted on review of waveform history. The log files were reviewed and captured 2 speed drops on (B)(6) 2019, which could potentially be caused by short to shield. Patient also had replace controller alarms and replace back-up battery alarms, which caused the site to replace the patients controller. Perc lead x-rays noted as unremarkable by abbott engineers. Patient is reported to be currently stable and on an ungrounded cable. No further information was provided.